Event description:
Patient reported left side "weird" and "size of pencil eraser leaking hole". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "size of pencil eraser leaking hole".